Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The supply management consultant reported via e-mail that the customer was hospitalized and on bed rest. The customer's blood glucose was unknown at the time of incident. The supply management consultant stated that they were not sure if the customer was on the pump when hospitalized. The insulin pump was will not be returned for analysis.